Event description:
Dealer called stating that the brakes on the 65650 rollarot are allegedly defective. Actual issue is unknown. Follow up call unsuccessful to obtain more information. No injury. The malfunction has not been confirmed.